Event description:
Patient's medication was prepared by pharmacy that required a 3-piece set be attached, it was then delivered to infusion pod. The nurse returned to the window with it to show that part of the line was broken and when she hung the bag there was saline leaking from the line. The set that was broken was 1c8043. Pharmacy took back the med and primed and attached a new three piece set. The nurse returned a second time and the same section on the 1c8043 set was again broken and leaking when she tried to infuse dose. Pharmacy primed and attached new 3 piece set in order for patient to receive dose. The third set did not fall apart.